Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the transmitter that won't flash after removing from the charger and plugged into the sensor no led light. The customer customer reported blood at site. The event involved product(s) mmt-7841zn, mmt-7040a. Troubleshooting was performed. The customer reports receiving a sensor updating /sg value not available alert. The customer reported a loss of communication between the transmitter and the pump. The customer deleted transmitter serial number from pump and re-paired but the transmitter would still not communicate/trigger a sensor connected alert. The customer reports sensor warm up not started. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-7040a.

Manufacturer narrative:
Following our receipt of one transmitter and placed unit under microscope and found contamination/moisture damage to connector pins, unable to continue with functional testing or verify led/communication anomaly. In conclusion, the customer complaint of led/loss communication anomaly could not be confirmed, due to moisture/corrosion damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.